Event description:
Boston scientific orcapod kit compatible with olympus. (Single-use air/water, suction and biopsy valve set with water jet connector). Suction valves were too large to fit in the suction valve.